Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Share data was previously evaluated and it confirmed the customer complaint, with a transmitter error alert. The reported event of an error indication displayed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/22/2017 that on (B)(6) 2017, there was an error indication display. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.